Manufacturer narrative:
Device passed the sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. The audio tones/beeps functioned properly. However, pump error 63 alarm during self test and confirmed in the device history due to broken trace on keypad assembly. Device was received with cracked battery tube threads, cracked case at corner of the belt clip rails and cracked case along the side of the battery tube. The p-cap locks properly into place.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had an audio anomaly. The device alarmed hardware low level failure. The customer was able to clear the alarm and able to complete the insulin pump rewind. The customer reported that the displacement test was passed. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.